Event description:
This is a report of a peritonitis caused by a touch contamination. The patient was hospitalized for the event. Treatment for the event was unknown. Retraining on aseptic technique was performed. The patient's pd catheter was removed, dianeal therapy was discontinued, and the patient began hemodialysis. The patient was discharged from the hospital and recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis caused by a use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing manual peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.